Event description:
The following was reported by the patient's attorney: (B)(6) 2005 - the patient underwent hernia repair surgery with composix kugel mesh. The attorney alleges since patient's initial hernia repair surgery, patient has undergone numerous additional invasive procedures, surgeries and hospitalizations due to chronic infections, migration of the hernia mesh patch, bowel obstruction, and other serious complications. The patient suffered and continues to suffer from serious injuries, including, pain and suffering, physical injuries, disability, significant disfigurement.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the patient experienced multiple complications following the implant of composix kugel in 2005, some of which are known adverse events listed in the IFU. The attorney did not report whether the mesh was explanted and no sample was returned. Additionally, medical records have not been provided. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.